Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy there was a ¿blood detected¿ error generated. Insertion of iab and therapy was at 12:19 and the error occurred at 14:34. The console was restarted several times and there was no blood detected in the iab. The device was not replaced. There was no reported injury to the patient.